Event description:
It was reported that during a carotid artery stent procedure, the emboshield nav6 retrieval catheter became entangled with the stent after capture of the filter. The guiding catheter was moved upward to facilitate retrieval and the device was removed from the pt anatomy without incident. Though requested, no additional info was provided.

Manufacturer narrative:
Internal file # - (B)(4) . A f/u will be submitted with all relevant info.